Event description:
The following has been reported by customer: 06feb2025 at 12:30pm - the pump gave error messages while loading the IV tubing, and continued to give the error messages when further attempts were made. The pump also gave "air bubble" error messages when there were no bubbles in the IV set tubing. This occurred during a patient's infusion. There was no ae to report for patient's infusion. Patient received their medication with the replacement IV pump. Reporting as a conservative measure.. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Some alarms were found but datas are insufficient to confirm the reported event or to be linked to a quality issue of the device. The device was not returned to brézins as repairs were carried out locally. According to provided information, the reported event was reproduced, and the air sensor has been changed that solved the issue. The quality control is compliant. The defective air sensor was sent to brezins for further investigation. Once in brezins, the defective air sensor was investigated through an internal CAPA. A drift of value of the air sensor (360mv at 1.075mhz) was noticed leading to random functional alarm and most likely due to a degradation of ceramics. This complaint is considered as valid and the root cause is likely due to a defective air sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.